Event description:
The hosp reported that during the completion of an off pump procedure the stabilizer foot plate broke off the arm. The surgeon completed the procedure with the same device. No pt complications were reported. Based on failure analysis performed in 2004, the foot was broken into multiple pieces. This is MDR reportable.